Event description:
New information received stated that the patient received a pulse generator vibratory alert on july 1st, 2019 and presented in clinic for a device check. Upon interrogation of the device, it was found that the atrial lead exhibited a high unacceptable impedance. No further incident was reported.

Event description:
New information received stated that the patient underwent a lead revision procedure on july 16th, 2019. During the procedure, it was discovered that the atrial lead was inserted too loosely in the pulse generator header. The connector was reseated in the header and proper connection was ensured. All lead parameters were normal. The patient condition was stable throughout the procedure. Related manufacturer reference number: 2017865-2019-11195.

Event description:
It was reported that the asymptomatic patient presented in clinic for a follow up. Upon interrogation of the pulse generator, it was discovered that the atrial lead exhibited noise and a large increase in lead impedance. The patient was scheduled for a lead replacement procedure.